Event description:
Related manufacturer reference number: 2017865-2023-00117, related manufacturer reference number: 2017865-2023-00119. It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. It was also noted that the right atrial and the right ventricular leads exhibited noise and were both explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual examination of the lead found two external abrasions breaching the outer insulation exposing the outer coil proximal to the suture sleeve tied down impression. The cause of the reported event was isolated to external abrasion consistent with friction to the device can.